Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient reported a loss of therapy in (B)(6) 2016. When she stood up, urine came flowing out. Additional information received from the patient reported that there was a loss or change of therapy. The patient did not feel stimulation and therapy was on. On programs 1 and 4 the patient was getting the upper limit message on 0.0v. The patient was able to feel stimulation on programs 2 and 3. She was going to play around with it and see if her symptoms improve. The patient was "peeing all over the place." The symptoms started at the end of (B)(6) 2015. The patient later reported that urinary incontinence led to urine flowing out. The first patient programmer (pp) worked well after (B)(6) years and needed a replacement. After the device was implanted when the anesthetic wore off, a manufacturing representative (rep) "set" the patient programmer. One week later sutures were removed. (B)(6) weeks post implant it stopped working. While waiting for a rep, the patient read the instructions and programmed it myself. It worked well for (B)(6) weeks. Now the patient was back to large protection pads. The patient needed a rep to help her. The patient never had any follow up with this implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, ,serial# (B)(4), product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-nov-07. The patient reported that they were going to have the ins replaced on (B)(6) 2017 because the wire was no longer attached to their spine because they had no control. The patient stated that they were sopping wet and it was costing them a fortune to buy underpants, they were miserable. The patient noted that they had met with a rep 2 weeks prior to report regarding these symptoms and they thought that the patient just needed to change programs, but the patient had an x-ray which showed that the lead wire was no longer attached to the spinal cord. It was indicated that no actions were taken as the patient was scheduled for replacement surgery. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's implantable neurostimulator (ins) is not working. The patient is involuntarily voiding. It was noted that when she gets up at night to urinate, she is unable to make it to the bathroom and voids immediately. The patient stated that she met with a manufacturer representative (rep) who reprogrammed the device. This may have slowed the symptoms down, but she had symptoms occurring a couple days later. The patient reported that she had increased stimulation and could feel stimulation. This gave her a little time to void, but has not resolved the issue. The patient noted that she is currently not feeling stimulation. The patient programmer (pp) is showing that stimulation is on and she is on program 4 3.0v. Patient services assisted the patient in changing her program to 3 and increased stimulation to 3.5v. The patient noted this is comfortable. No further complications were anticipated/reported.